Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that errors occurred while charging two battery devices. According to the report, the error was confirmed by an end fail result in the facilities testing device basy tec that showed 45% charge capacity on one battery and 75% on the second battery. It was reported that the device was not being used in surgery, and there was no patient involvement. It was reported if there were no delays in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and there was no failure identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.